Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that it was impossible to remove the balance middleweight universal ii guide wire from the non-abbott guiding catheter during a procedure to implant a triple chamber pacemaker. Reportedly, there was resistance upon advancement of the guide wire in the guiding catheter. Both devices had to be removed from the anatomy as one unit. New devices were used to complete the procedure. There was no clinically significant delay in the procedure or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported difficult to position and difficult to remove were confirmed. Based on the visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the ht bmw universal ii instructions for use (IFU) states: this hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). This guide wire may also be used with compatible stent devices during therapeutic procedures. Based on the information reviewed, there is no indication of a product deficiency.